Manufacturer narrative:
Corrections/updates: corrected d4 UDI from (B)(4). Updated d5 to health professional. Corrected e2 from no to yes. Corrected e3 from non-healthcare professional to other healthcare professional. Updated g1 to include director, field quality assurance. Corrected g2 from company representative to foreign health professional. Corrected d1, d2 and d4 from alinity m system to alinity m resp-4-plex. Updated h4 manufacture date. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 386602. Customer data review customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. Different platforms have different limits of detection (lod) therefore, the results may not be reproducible. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 386602 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 386602 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 386602 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 386602. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m resp-4-plex amp kit (list 09n79-090) lot 386602 was not identified.

Manufacturer narrative:
Corrections: updated b5 with information from run dates 11/03 and 11/07. Updated d1, d2 and d4 from alinity m resp-4-plex amp kit to alinity m system. Updated h4 manufacture date.

Event description:
The customer reported 4 false detected results for multiple targets while using alinity m resp-4-plex amp kit (09n79-090) on their alinity m sn (serial number) 972. The customer reported that on (B)(6) 2023, 3 or 4 targets for samples reported as positive. The customer did not provide specific sids. Customer stated that he is questioning every result with a CT above 35 and every result where the 4 targets are positive. The false detected results were not reported outside of the laboratory. There was no report of impact to patient management. The customer reported that on (B)(6) 2023, 4 samples of 48 samples came out positive with cycle value between 36-37 CT . The false detected results were not reported outside of the laboratory. There was no report of impact to patient management. (B)(6) 37.75 cn cov2_4pce. (B)(6) 37.40 cn flub_4pce. (B)(6) 36.22 cn flub_4pce. The customer couldn't recall the 4th sample.

Event description:
The customer reported 4 false detected results for multiple targets while using alinity m resp-4-plex amp kit (09n79-090) on their alinity m sn (serial number) (B)(6). The customer reported that (B)(6) 2023, 3 or 4 targets for samples reported as positive. The customer did not provide specific sids. Customer stated that he is questioning every result with a CT above 35 and every result where the 4 targets are positive. The false detected results were not reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
An elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. As the event occurred over multiple run dates, the following additional MDR has also been submitted: 3005248192-2023-00293.